Event description:
It was reported that the patient had a return of symptoms and a catheter revision was done. The patient had a loss of therapeutic effect over the 3 weeks prior to the revision date, and noted an increased baseline pain. The healthcare provider performed a catheter revision on (B)(6) 2012, and the old distal end of the catheter was left in the patient in the intrathecal space. The cause of the catheter revision was not provided. The medication in the pump was baclofen and clonidine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the device revision was "not because of any device related malfunction". No other clarification or reason for the revision was provided. An additional reporter indicated an inability to discuss "the second revision" with the healthcare provider (hcp), and that two revisions actually took place within a short time. It was not clear if the second revision was related to the already reported event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010-(B)(6), partial segment, explant: 2012-(B)(6), product type catheter, product ID 8590-1, lot# n245022, implanted: 2010-(B)(6), product type accessory, product ID 8578, serial# (B)(4), 2010-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).